Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error (open book image), moisture damage and battery cap damage. Customer's blood glucose at time of incident was 220 mg/dl. Customer stated critical pump error image was display on the screen. Customer was advised that pump will need to be replaced. Customer was unable to troubleshoot for the fluid in the battery compartment since the pump was not working. Customer was advised to return the faulty pump and we will ship a replacement pump.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image and pump error 35 due to corrosion and rust on the force sensor. Unable to perform the self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error open book image. Corrosion was also found on the electronic assembly and motor during visual inspection. The insulin pump passed the leak test. Unable to verify battery cap damage due to pump being received without the original battery cap. The insulin pump had corroded battery tube, scratched case, pillowing keypad overlay and minor scratched lcd window.